Manufacturer narrative:
The pump was received with a cracked retainer ring and partially detached retainer ring. The customer applied adhesive to the retainer ring/reservoir compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump powered up properly after the test battery was inserted. The pump was monitored for 1 day. No blank display or unexpected restart noted. Pump was cut open to perform visual inspection and moisture damage on the pcba 1, pcba 2, and motor. No damage noted on the force sensor. Earliest power data available per the power management tool/detail trace file is on 6/16/2024 3:41:59 pm. There was no power data available for the date of 06/11/2024. Unable to check power data for low battery alert, and replace batt alert/change battery fault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump error 63 alarm variable 15 (twi) (line number 147 file number 2017), suspected on hw. Pump error 63 confirmed due to moisture damage on the electronic assembly. The pump passed the functional testing. Cosmetic damage was confirmed at the retainer ring. Retainer ring damage confirmed. Reservoir unable to lock into place not confirmed. Blank display/unexpected restart - not confirmed. Pump error 63 confirmed found during the pump history review due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.